Event description:
It was reported that the patient was having charging difficulties. A bsn engineer analyzed the patient's database and discovered premature battery depletion.

Event description:
It was reported that the patient was having charging difficulties. A bsn engineer analyzed the patient's database and discovered premature battery depletion.

Event description:
It was reported that the patient was having charging difficulties. A bsn engineer analyzed the patient's database and discovered premature battery depletion.

Manufacturer narrative:
Device analysis verified the complaint. The battery depletion rate has changed after the implant. The device exhibited excessive current leakage higher than the typical range. Troubleshooting to specific component level is impossible since both analog/digital ic are covered in glop top. The ipg passed all other functional tests. The timing of the anomaly suggests that the ipg may have been exposed to an environment similar to the electrocautery usage during the implant procedure.

Manufacturer narrative:
Additional information indicated that the patient underwent a revision procedure. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.